Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the patient had developed an infection from touch contamination on (B)(6) 2017. The pd patient's fluid cultures grew gram neg bacilli, moraxella species, and the patient was being treated with cefazidine until (B)(6) 2017 and as of 06/15/2017 was able to continue peritoneal dialysis therapy.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file and medical records were reviewed by a post market surveillance clinician. On (B)(6) 2017, the peritoneal dialysis (pd) nurse reported this pd patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy developed peritonitis on (B)(6) 2017. A pd effluent culture was performed on (B)(6) 2017, results indicating the presence of moraxella species. The patient was treated with ceftazidime (unknown date, strength, route and frequency) and reportedly scheduled to complete antibiotic course on (B)(6) 2017. Furthermore, the pd nurse reported the peritonitis was caused by a break in aseptic technique (touch contamination) during ccpd treatment and the patient continued pd therapy without further reported issues.

Manufacturer narrative:
Conclusion: although a temporal association exists between fresenius products and the moraxella species peritonitis event; there is no documentation that indicates a causal relationship between fresenius products and the source of peritonitis. However, the cause of peritonitis is possibly related to patient break in aseptic technique (touch contamination) during ccpd treatment, as reported by the pd nurse. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file and medical records were reviewed by a post market surveillance clinician. On (B)(6) 2017, the peritoneal dialysis (pd) nurse reported this pd patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy developed peritonitis on (B)(6) 2017. A pd effluent culture was performed on (B)(6) 2017, results indicating the presence of moraxella species. The patient was treated with ceftazidime (unknown date, strength, route and frequency) and reportedly scheduled to complete antibiotic course on (B)(6) 2017. Furthermore, the pd nurse reported the peritonitis was caused by a break in aseptic technique (touch contamination) during ccpd treatment and the patient continued pd therapy without further reported issues.